Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the investigation.

Event description:
Arjohuntleigh received a complaint where it was indicated that during the lowering of the resident into the shower chair, the carabiner clip popped off the reacher bar causing the lift to detached from the reacher and fell down on the resident's knee. As the consequence of this event, it was reported that the carry bar swung and scraped the pt's forehead. No hospitalization was required.